Manufacturer narrative:
The insulin pump was with received with intermittent button response due to corroded keypad traces. No button error alarm noted, no moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported recently jumping into a swimming pool while wearing the insulin pump. Blood glucose level was 112 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.